Event description:
The customer reported that the device had a co2 rebreathing and low tidal volumes errors. The device was not in use, no patient or user harm reported. The customer reported that the device had a co2 rebreathing and low tidal volumes errors. The customer ordered a new gas delivery system (gds) as the sensors have failed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the gas delivery system (gds) was replaced, and the issue was resolved. The device was returned to service.